Manufacturer narrative:
A service visit has been performed and the investigation, including root cause analysis, is still in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that during an anterior vitrectomy procedure the probe aspiration stopped. Another probe was used but the same issue occurred. The vacuum level increased and the phacoemulsification alarm appeared in the system's screen. The surgeon completed the procedure manually with lancets and knives. The surgery was prolonged 1-2 minutes with no pt impact. Additional info has been requested but not received to date.